Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 4 of 4. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The hp stated he disconnected during dwell and fell asleep. The hp confirmed he had not pressed stop when he disconnected. The hp stated he was not connected at the time of the alarm; however, did reconnect after the alarm. The tsr assisted the hp to end therapy. The tsr reviewed proper procedures per the user manual. The hp confirmed he knew what to do and ended the call. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Additional information will be provided upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp confirmed he had not pressed stop when he disconnected. The batch review was not performed because the lot number is unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).